Event description:
It was reported that (2) tlc55 were used during a hemicolectomy procedure. It was reported by the rep that the tlc55 locked out when attempting to transect bowel. The same thing happened with the second instrument. It is unknown how the case was completed. There was no consequence to pt.